Event description:
A complaint was received regarding the instant cold therapy wrap - when the end-user used it on her shoulder, her skin began to burn as if it was acid. The end-user had several blisters going around her shoulder.